Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported in the past with the patient's first pump when the pump ran out of drug the pump would beep/alarm. It was noted this ¿happened several times¿ however the dates were unknown. Further information was not provided. No further complications were reported or anticipated.